Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective pain relief. The pt has been reprogrammed multiple times unsuccessfully. The pt's physician believes the system is helping the pt. The pt was reprogrammed and will continue to use his system and evaluated whether he wants to have it removed in the future.